Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Upon advancing a 5.00x20mm veriflex stent delivery system (sds) through a 6f runway art4 guide catheter, the physician felt resistance and pushed the sds "a little bit" but continued to feel resistance. The 5.00x20mm veriflex stent came off the balloon and moved proximally but never exited the guide catheter. The sds was removed successfully and the procedure was completed by using the same guide catheter and a 5.00x16mm veriflex sds. No patient complications were reported.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Upon advancing a 5.00x20mm veriflex stent delivery system (sds) through a 6f runway art4 guide catheter, the physician felt resistance and pushed the sds "a little bit" but continued to feel resistance. The 5.00x20mm veriflex stent came off the balloon and moved proximally, but never exited the guide catheter. The sds was removed successfully and the procedure was completed by using the same guide catheter and a 5.00x16mm veriflex sds. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of liberte/veriflex stent delivery system (sds) with the stent and a guidewire. The balloon was tightly folded. The distal end of the stent was 17 mm from the distal markerband. There were stent strut impressions on the surface of the balloon between the markerband, which indicates the stent was positioned and secure to the balloon. The first row of stent struts on the distal and proximal ends of the stent had bent and flared struts. The shaft was kinked 21.5 and 26 cm from the distal tip and the distal tip was damaged. There was no evidence of any product quality deficiencies. Product analysis confirmed stent dislodgement, however, the difficulty advancing was not confirmed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).